Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The air/water tube was clogged with foreign material coming from the distal end. In addition to the finds reported, due to a scratch on grip, water tightness was lost. The scope cover was deformed. The switch button 1 had a cut. Switch box was scratched. Due to deformation of scope connector cover unit, water tightness was lost. The switch flexible printed circuit, scope connector cover unit, outside shield unit, circuit board unit in scope connector, plug unit, scope connector case unit were corroded due to water leakage. The cable unit was dirty. Due to a crack on plastic distal end cover, insulation resistance value at distal end did not meet specification. The plastic distal end cover was cracked. Adhesive on bending section cover was dirty. Connecting tube was sticky. The universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope does not insufflate. The event occurred during a gastroscopy procedure. The procedure was delayed approximately 5 minutes while the subject device was replaced. The prolongation due to retrieve of replacement device did not cause a clinically relevant issue. There were no abnormalities prior to the procedure. There were no user or patient harm associated with this event. During incoming inspection, it was determined the subject device experienced insufficient or incorrect reprocessing. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it can be presumed to have remained due to incomplete reprocessing caused by leak of the control unit. The event can be detected/prevented by handling the device as per the instructions for use: operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.